Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead connected to this device was surgically abandoned and replaced due to undersensing and loss of capture. This cardiac resynchronization therapy pacemaker (crt-p) was replaced during the same procedure due to normal battery depletion. No additional adverse patient effects were reported.